Event description:
It was reported that a patient underwent an atrial tachycardia (at)ablation procedure with a vizigo and a hemostatic valve was dislodged into the hub. The report indicated that the hemostatic valve area was stiff and the dilator would not pass. The hemostatic valve was dislodged into the hub. The hemostatic valve itself was not damaged. It was resolved by replacing vizigo with a new one. The procedure was completed without patient's consequence. Additional information indicated that resistance was encountered at the hemostatic valve, preventing advancement of the dilator. The dilator was creased. There was no occlusion when irrigating the sheath. There was no visible material causing any obstruction. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was not observed. The resistance with sheath and creased dilator are not MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 60000650 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).